Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On or about (B)(6) 2011, a possible type iii disconnect endoleak was detected, but this was ruled out with further angiography. A type ii endoleak was also suspected, however, this could not be confirmed. On (B)(6) 2011, the physician implanted an iliac extender component. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that the lots met all pre-release specifications.